Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarms noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners and battery tube threads and minor scratched display window.

Event description:
It was reported that customer's insulin pump alarmed motor error this morning. Customer replaced the battery and changed infusion sets. The device alarmed motor error again. The device is not damaged. It was not exposed to a strong magnetic field. Customer can rewind the device. Customer's blood glucose was 7.0 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.